Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the patien's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and phantom limb pain. It was reported that the patient to have an MRI of the lumbar spine. The hcp read from the patient's chart which indicated that the patient had left hip and leg pain that developed following the spinal cord stimulation (scs) implant on (B)(6) 2016. The patient's chart also indicated that the patient was also to have a chest x-ray to check for cervical spine scs lead migration. The hcp called the patient prior to the appointment and the patient mentioned the x-ray and stated that they weren't really sure what was going on with it and it looked like it was infected. The patient also reported redness but the hcp wasn't sure if this was in reference to the ins or lead site. The event date for the possible lead migration was noted to be (B)(6) 2016 which was also given as the event date for the infection. It was noted that the patient had her arm and elbow amputated and that the patient also had pacemaker from the manufacturer. Additional information was received from the patient who inquired about how to activate MRI mode.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for chronic distal right arm pain. It was reported that only two weeks after implant, the ins began to malfunction. The battery would not hold a charge, requiring it to be recharged every day. When the battery was charging, it became so hot that the patient had to stop the charging process to allow it to cool down. The heat caused blisters to form on the patient¿s body, for which they were prescribed an antibiotic. The company representatives failed on numerous occasions to adjust the settings and programs so the device would work as intended. The heat generated by the device during charging resulted in painful burning at the implant site. The severe burning experienced by the patient could only be the result of a manufacturing defect that caused the device to exceed the maximum temperature as designed. There was a manufacturing defect that caused the ins to malfunction and fail. The ins was defective with respect to the manufacturer, as they deviated materially from the approved manufacturing specifications and did not meet the approved specifications. The ins was inherently dangerous and defective, unfit and unsafe for their intended and reasonably foreseeable uses. The patient experienced physical pain, mental anguish, physical impairment, and disfigurement in the past and future. Medical treatment was required. The patient had the device removed. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that daily charging was required two weeks after implant. The device shuts off. The patient¿s skin was burned while charging. The implant date was noted as (B)(6)2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that when the battery was charging, it became so hot that the patient feared it would burn them, so they would have to stop the charging process to allow it to cool down. The company representatives were unable to adjust the settings and programs, so the device would work as intended and relieve the patient¿s pain.